Event description:
IV vascular nurse placing a mid-line catheter in patient's arm with us assistance. Wire became bent and unable to continue to threading device. Rn attempted to pull out entire product. Would not move forward of back. Finally able to pull out but 6 cm of catheter sheered off and remained in patient's arm. Diagnosis or reason for use: long term medication administration. Second catheter used. Unknown which affected patient.